Event description:
It was reported that the patient had a generator pocket infection. It was reported that the patient had been recently implanted. No additional relevant information has been received to date.

Manufacturer narrative:
.